Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
About a month prior to the date of this report, it was indicated that the area of the implant was swollen, puffy, and giggly. It was not red and it did not hurt. It had gotten ¿a little¿ worse over time. No falls or traumas were noted. Information received as of the date of the report indicated the swelling and ¿puffiness¿ was attributed to a hematoma under the device. It was stated, the healthcare provider (hcp) drained it twice, but it kept coming back. It was stated, the patient was scheduled for a procedure to replace the device to resolve the hematoma, but they were sick and could not proceed with the surgery scheduled for 2014 (B)(6). The patient would be placed on the schedule when they recovered from the illness. Additional information has been requested, a follow up report will be sent if additional information is received.